Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and had partial display. Customer's blood glucose value was 490 mg/dl at the time of incident. The customer was assisted with troubleshooting and declined for high blood glucose. Customer will be returned device for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specifications. Device passed self test, rewind, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No display anomalies including white display, missing segments, partial display or blank display anomalies were noted. Device was monitored no display anomalies noted. Power connector plug in and locked in place properly.